Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2023, x-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: included in b6 the x-ray and results noted.